Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient's heart rate reached 130 bpm. The implantable pulse generator (ipg) remains in use and reprogramming has been scheduled. No patient complications have been reported as a result of this event.